Manufacturer narrative:
Event is resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was implanted in the 1st diagonal to treat a de novo lesion. Approximately 4 months post index procedure, the patient suffered non-stemi. It was reported that the patient presented chest pain and elevated troponin. The event was treated with percutaneous intervention. The investigator assessed that the event was not related to index device or antiplatelets medication. The event is unresolved.

Manufacturer narrative:
Additional information: the sponsor assessed that the event was not related to index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: cec did not assess this mi event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed the revascularisation procedure as a non tvr pci. The first vessel to show signs of mi, stent thrombosis or revascularization was the proximal cx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of atrial fibrilation, atrial flutter, previous mi and cad. The event was treated with ballooning of the lcx. The cec assessed the mi as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed mi as no event. If information is provided in the future, a supplemental report will be issued.